Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced personality module surgeon console (pmsc) to resolve the issue. The system was verified and ready to use. Isi has not received the pmsc for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) and reported that the left eye on surgeon side console (ssc) 2 was black. The customer rebooted the system, which restored the image. The tse advised the csr to shut down the system when clinically possible and to reseat/clean the blue fiber cables. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The personality module surgeon console (pmsc) was analyzed, and no data was found to indicate the failure occurred in the field. Visual inspection, no issues were found that are related to the report. The pmsc was installed onto the golden system, all the output and input port were tested and had good video and audio. The golden system was set to run 10 power cycles and sitting idle for 45 minutes. Once testing was completed, the system error logs was inspected, but no error could be identified. The complaint was confirmed based on failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified.